Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.

Event description:
It was reported patient underwent oss knee procedure in 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to the taper breaking from the stem. A delay greater than thirty (30) minutes was experienced.